Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The customer required deep disinfection procedure to solve the reported issue. The laboratory report confirming the reported contamination has been provided to livanova. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that the device was cleaned and maintained regularly per the instruction for use and that it was placed outside the operating theater during use. The customer doesn't use reusable blankets and h2o2 monitoring is applied. A disposable pall-aquasafe water filter with an 0.2 ¿m membrane is used for tap water. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Through follow-up comunication livanova become aware that: 1. The contamination verification is performed only on heater cooler device and no other device is verified. 2. Provided results are related to control post-disinfection. 3. Disposable gloves are used solely for hc3t device cleaning 4. Water quality hpc and ntm monitoring is performed on monthly basis. 5. When the device is not used, it is stored drained. 6. H2o2 is added when the water in the tanks is changed (every 7 days) 7.tap water filter replacement frequency is in accordance with device IFU 8. The tubing used with the heater-cooler are replaced each year if additional pertinent information are collected, will be provided with follow-up report.

Manufacturer narrative:
H.10: based on following collected information: follow-up with livanova representative was started and the following information was reported: the device has been used and maintained according to what stated in the hc3t IFU; reusable blankets are not used by the customer; during procedures, the heater-cooler is placed outside the operative room; a disposable pall-aquasafe water filter with an 0.2 ¿m membrane used for tap water (or a equivalent performance filter) was used during procedures; the 3t aerosol collection set is replaced after the allowed period; the device is disinfected after and prior to each procedure; water samples tested were taken after disinfection; disposable gloves were used solely for hc3t device during cleaning; the hc3t is kept drained when not in use; mikodiz is the disinfectant used by the customer to disinfect all the surfaces of the device; puristeril is the disinfectant used by the customer to disinfect water circuits; the hc3t was not used in combination with other devices; the tubing used with the device are replaced every year. No deviations in the use or storage of the device could be found. No further investigation is possible and the exact root cause could not be determined. However, the heater cooler device is provided non-sterile and per intended use is connected-to and maintained-in a non-sterile environment. Bacteria are widely distributed in the eco-system and present also in waters, including tap water sources thus, the sources of contamination can be various and strongly depend on hygiene practices applied at the customer site. Factors which may contribute to device contamination are related to deviations from the instruction for use during cleaning and maintenance of device. The probability for a bacteria from environment to come in contact with the device cannot be ruled out and a contamination may still occur for external factors such as the environment where the device operates, the environment where the device is cleaned and stored.

Event description:
See initial report.